Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with an impedance anomaly during implant procedure on (B)(6) 2022. The device was replaced within the same operation. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) presented with high pacing impedance.